Event description:
On 09/30/2009, received explanted lead from st. Jude medical. No information provided. Located lead serial number on explanted lead and used to search database and identify patient. Investigational letter sent to implant center, and physician attached to patient record.